Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker was found to be in safety mode. Technical services recommended device replacement. No adverse patient effects were reported. There was no report of device replacement; however, the pacemaker was recently received for analysis.

Event description:
It was reported that the pacemaker was found to be in safety mode. Technical services recommended device replacement. No adverse patient effects were reported. There was no report of device replacement; however, the pacemaker was recently received for analysis.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, and based on returned product analysis, boston scientific concludes that this device reverted to safety mode due to software resets performed in an attempt to correct an identified memory inconsistency. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory, and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.